Manufacturer narrative:
(B)(4).

Event description:
It was reported that blood was present in the helium drive line of the intra-aortic balloon (iab) catheter. Therefore the iab was taken out and not replaced. The patient is fine and no complications reported as a result of the rupture. There was no report of patient complications, death or serious injury.

Event description:
It was reported that blood was present in the helium drive line of the intra-aortic balloon (iab) catheter. Therefore the iab was taken out and not replaced. The patient is fine and no complications reported as a result of the rupture. There was no report of patient complications, death or serious injury.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. Numerous leaks were confirmed during the leak test. The iab was confirmed with a leak from the bladder membrane, and the leak site is consistent with contact from a sharp object. Also, the iab central lumen was found broken within the bladder membrane. Both confirmed leaks could result in blood entering the helium pathway; however, it cannot be determined which leak occurred first. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.